Event description:
The customer reported that while the panorama central station was in use monitoring pts along with bedside monitors and ambulatory telepacks, the central station display turned orange. The customer rebooted the system and observed a "disk boot fail" message. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the system and disclosure hard drives. The system was tested to factory specifications. It functioned normally and was returned to use.